Event description:
Additional information was received which reported that a misload was not identified with either medtronic valve. According to the physician, the patient's annular and left ventricular outflow tract (lvot) calcification contributed to both infolded medtronic valves. A procedural delay due to the infolds were reported, as the team had to remove both valves, reload replacement systems, and pre-dilate between valve exchanges. The vascular injury was presumed to have occurred at the start of the case, while gaining access. According to the physician, the cause of the slow leak at the bifurcation of the access site was due to a wire potentially going through the artery. The physician did not attribute the slow leak to either of the medtronic delivery catheter systems (dcs). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with an 18 mm non-medtronic balloon (valver) due to the 34 mm valve size selected and the presence of left ventricular outflow tract (lvot) calcium. During the first bav, the balloon descended into the lvot, and during the second bav, the balloon burst. Subsequently, when the valve was 80% deployed, it appeared to be "extremely" constrained, so the valve was recaptured but an infold was noted on the next deployment at 80%. The valve was not implanted and was exchanged with a second valve of the same size and model. Before attempting to implant the second valve, another pre-bav was performed with a 20 mm non-medtronic balloon (valver). However, when the second valve was 80% deployed, it was reported to be "extremely" constrained like the first valve, so the valve was recaptured but also like the first valve, an infold was noted on the next deployment at 80%. Afterward, the second valve was not implanted and was exchanged for a third valve of the same size but a different model. The third valve was ultimately implanted in a high position, but the patient's calcium kept it in place. It was also reported that throughout the procedure the patient's pressures were very low due to an unknown cause as nothing was obvious on femoral digital subtraction angiography (dsa). Hemoglobin went from the mid 90's to 45, so 2+2 units of blood were transfused and multiple units of metaraminol (vasopressor) were administered. At the end of the procedure, the access appeared to be stable; however, the patient's pressures continued to drop and more blood products were administered. It was stated that the patient was being evaluated by the vascular team. On further investigation, a slow leak appeared via the bifurcation of the second access site caused by the first puncture. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-34; product lot/serial number: (B)(6); product type: heart valves product ID: evolutr-34; product lot/serial number: (B)(6); product type: heart valves; implant date: (B)(6) 2023. Product ID: d-evolutfx-34; product lot/serial number: (B)(6); product type: heart valves product ID: d-evolutfx-34; product lot/serial number: (B)(6); product type: heart valves product ID: envpro-16; product lot/serial number: (B)(6); product type: heart valves product ID: l-evolutfx-34; product lot/serial number: (B)(6); product type: heart valves product ID: l-envpro-16; product lot/serial number: (B)(6); product type: heart valves product ID: unknown 18 mm non-medtronic valver valvuloplasty balloon; product lot/serial number: unknown; product type: valvuloplasty balloon product ID: unknown 20 mm non-medtronic valver valvuloplasty balloon; product lot/serial number: unknown; product type: valvuloplasty balloon select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The serious injury event for device d-evolutfx-34 (product lot/serial number: (B)(6)) pertaining to the slow leak at the bifurcation of the second access site was reported in MDR number 2025587-2023-04682. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: images were submitted to medtronic for review. A pre-implant computed tomography (CT) scan dated (B)(6) 2023 was reviewed. The CT contained motion artifact/blurring; as a result, measurements were estimates. Annulus perimeter was 88.4 mm and perimeter derived measured 28.1mm, suggesting a size 34 mm evolut per sizing matrix. The aortic valve appeared significantly calcified. Protruding calcium was seen in aortic annulus under left coronary cusp (lcc) and non-coronary cusp (ncc), extending into the left ventricular outflow tract (lvot). Aortic root angle was 54°. Intra procedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection of the first valve was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to valve implant twice because the first time the balloon moved ventricular and the balloon burst during the second inflation. Another balloon aortic valvuloplasty was not attempted. There was no evidence of infold with the first deployment attempt but the valve was significantly under expanded, which warranted a recapture. An infold was noticeable after the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Fluoroscopic valve load inspection of the second valve was provided for review and confirmed a good load. Another pre balloon aortic valvuloplasty was performed. There was no evidence of infold with the first deployment attempt but was significantly under expanded, which warranted a recapture. An infold was noticeable after the second deployment attempt. The valve was not released at this time and was exchanged for a new valve. Fluoroscopic valve load inspection of the third valve was provided for review and confirmed a good load. The third valve was implanted at a shallow depth and aortic regurgitation is seen on fluoroscopy possibly due to the significant calcification; however, no further intervention was warranted. Additionally, a peripheral angiogram revealed contrast extravasation on the left common femoral artery. There was no evidence of a percutaneous intervention. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.